Event description:
It was reported that during implant the lead exhibited capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of capture anomaly was confirmed. X-rays revealed that the inner coil was overtorqued, which caused a short between the inner coil and the connector ring. This is consistent with damage sustained during the surgical procedure.